Manufacturer narrative:
(B)(4). The customer returned one distal luer hub for evaluation. The hub showed no evidence of damage or manufacturing issues. The distal end of the hub was examined and what appears to be remnants of the extension line were observed indicating that the extension line was properly assembled to the hub. A device history record review could not be performed since the lot number provided by the customer did not match the product number. The instructions-for-use (IFU) that are packaged with this kit states that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connections. The customer reported issue of the catheter becoming separated during use was confirmed during the sample investigation. The customer returned one distal extension line luer hub for evaluation. However, the remainder of the catheter was not returned. No issues were identified with the hub and extension line material was observed in the hub indicated that the extension line was properly assembled to the hub. The probable cause of this issue could not be determined based upon the information and without a complete sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when the patient stood up, she unintentionally pulled on the catheter which results in the catheter breaking. One of the lines remained fixed to the extender. The patient was uneasy following this incident, but this is likely a vagal reaction. Another device was put in place. No report of patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer reports that when the patient stood up, she unintentionally pulled on the catheter which results in the catheter breaking. One of the lines remained fixed to the extender. The patient was uneasy following this incident, but this is likely a vagal reaction. Another device was put in place. No report of patient injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since the lot number provided by the customer did not match the product number provided. The probable cause of the catheter breaking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer reports that when the patient stood up, she unintentionally pulled on the catheter which results in the catheter breaking. One of the lines remained fixed to the extender. The patient was uneasy following this incident, but this is likely a vagal reaction. Another device was put in place. No report of patient injury.